Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the lines of an amia automated pd set disconnected from the cassette body. The patient was not connected at the time of the event. This occurred when the patient ¿tried to remove the setup they were pulling on the cassette by the solution lines and one disconnected from the cassette body¿. This occurred after use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.